Event description:
Additional information was received that the patient with this device system was brought in for device testing. Defibrillation threshold (dft) test elicited a successful conversion for 25 j shock, with a shock impedance measurement of 112 ohms. Painless measurement following dft testing was 148 ohms, 136 ohms and 132 ohms. A revision procedure was to be performed and the device was to be replaced. It was suspected that calcium buildup had occurred and the plan was to increase the high voltage impedance threshold to 200 ohms.

Event description:
Boston scientific received information that this right ventricular (rv) lead and non-bsc device displayed increasing shock impedance measurements, ultimately reaching 132 ohms. Several shock impedance measurements were greater than 100 ohms. A device replacement procedure was to occur and the physician inquired whether the rv lead should also be replaced. Technical services was consulted and discussed recommendations. Additional information was sought from the local area sales representative, however, at this time no additional information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.